Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, but review of the records indicates the device may have been acting appropriately according to programming.

Event description:
The patient presented to the hospital following the receipt of inappropriate anti-tachycardia pacing (atp) therapy. The patient had a supraventricular tachycardia rhythm that was identified as ventricular fibrillation when the rate increased. As the device discharged atp therapy, and the rhythm accelerated and the morphology was interpreted as ventricular tachycardia. The atp therapy terminated the ventricular tachycardia. Review of the session records indicates the ventricular tachycardia may have been present prior to the atp therapy, indicating the therapy was appropriate. The device was reprogrammed to a zone in which the device will detect ventricular tachycardia and deliver therapy. No malfunction of the device was suspected and the patient did not have any consequences.